Event description:
It was reported by the clinician that the procedure was being performed on a male patient with a left groin insertion. After the catheter was placed, the pumping was started. Soon after, the helium leak alarm occurred. As a result, the catheter and sheath were exchanged. There were no patient complications reported.